Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports when they start a bolus, puts pump in his pocket and after a little while it beeps and it says no delivery. Troubleshooting was performed for the no delivery alarm. Customer reports insulin exits with the manual prime. Advised the customer the insulin pump is working as designed. Explained alarm was caused by inf/res occlusion. Customer reported in summertime he always runs lower than what he is supposed to because of the summertime heat. Customer reported last week he was even in the 40's blood glucose levels. Customer treats with ice cream sandwich's. Customer declined troubleshooting his pump for low blood glucose.